Manufacturer narrative:
Continuation of d10: product ID: 10fcc13 product type: sheath product event summary: the pscc100 catheter with lot number 0012476841 was returned and analyzed. Visual inspection was carried out. The catheter was received with the array in spiral shape and no guide wire threaded through. No filament was wrapped around the tip. The guidewire was received separately. No anomalies were identified during external visual inspection of the array, guide wire lumen, shaft, and handle segments. Mechanical verification of steering and slide mechanisms. Sliding function was as expected, upon full advancement of the slide control to extend the guidewire lumen, no kinking was observed along the extended portion, and the shape of the capture device is unremarkable with no atypical features. Steering function is normal, with the distal catheter tip responding with approximately 170° rotation in both directions. X-ray and optical inspection was carried out. No anomaly was observed on nitinol inside tip and dual lumen. Data from the catheter identification chip confirms the catheter programmed for clinical use, with the lot and serial numbers matching those indicated on the cover. The catheter was reprogrammed before connection to the generator via a catheter interface cable, and therapy deliveries passed. In conclusion, the reported strands of plastic could not be reproduced. The catheter passed the return product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, strands of long pieces of very thin plastic were noted at the hub of the sheath and were stuck to the pulse select catheter. The strands were observed wrapped around the distal tip of the pulse select catheter. There was a concern that these strands could have entered the left atrium. The physician reinserted the pulse select catheter three times, and upon the final removal, the strands were discovered. Despite using intracardiac echocardiography (ice), the strands were not visible, likely due to their tiny size. Two additional attendings reviewed the situation, and it was decided to monitor the patient. The scrub technician attempted to remove the strands from the sheath after it was removed from the patient's groin but was unable to do so. The procedure was completed. The patient's hospitalization was extended. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: two image files were returned and analyzed. The first image showed a white, long, thin string extending from the tip of the loop catheter. The second image showed a similar white, long, thin string coming from the catheter tip, with a guidewire threaded through it. In conclusion, the reported strands of plastic were observed during image file analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.